Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Report# 1627487-2018-04692, 1627487-2018-04693, 1627487-2018-04695. The patient is implanted with two leads and the manufacturer is unable to determine which lead is liable. It was reported the patient is experiencing muscle spasms in her left leg after having a significant weight loss since she was implanted. As a result, the patient's lead was removed and replaced via surgical intervention. The patient was receiving effective therapy post-op.

Manufacturer narrative:
Describe event or problem: the initial report description indicated the patient was implanted with two leads and one was replaced, however the patient had four leads implanted and three of the four leads were explanted and replaced. It is unknown which of the four leads was not replaced; therefore, all devices were reported.

Event description:
Device 1 of 4, reference MFR report:1627487-2018-04692, reference MFR report:1627487-2018-04693, reference MFR report:1627487-2018-04695. Additional information received indicated that since the replacement procedure, the patient's muscle spasms have resolved.